Event description:
It was reported that during unpackaging and prior to use the stent implant was noted to be unstable and loose on the holder when it was removed from the protective plastic holder. The device was not used; no patient involvement. There was no resistance noted during removal. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.